Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician wanted to program the pacemaker to an atrial pacing mode (aai mode), but was concerned about far-field r-wave (ffrw) oversensing which was observed on the lead. Both lead and device remain in use. There were no reported patient complications as a result of this event.